Event description:
During a scheduled hospitalization for angina and a pathological stress echocardiography, coronary angiography revealed that three yrs after implantation of seven cypher stents, three out of the seven stents implanted had restenosed. The stents that were restenosed were implanted in the proximal left anterior descending branch (with 75% stenosis), the mid left anterior descending branch (with 60% stenosis) and the ramus intermedius (with 60% stenosis). Revascularization was not done.

Manufacturer narrative:
This product is not distributed in the united sates, but it is similar to a product that is distributed in the united states. Additional information will be submitted within thirty days upon receipt. This is one of three products involved in the same pt reported under manufacturing numbers 9616099-2007-00434, 9616099-2007-00433 and 9616099-2007-00432.